Event description:
It was reported that intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction bolus via the pump. There was no need for third-party assistance. Reportedly, the customer failed to properly cycle the cartridge, and is wearing the cartridge tubing facing up. Tandem clinical support educated the customer to properly cycle the cartridge before use, and that the mobi cartridge is to be worn facing down when in use. Customer changed cartridge and infusion set to address the issue.